Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the ipg had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.